Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, towards the end of the procedure, the physician increased the generator's power output to 90 watts. However, the power output then began to drop and the physician was unable to increase the output. It was reported that this was the first time this rf3000 had ever been used, and the impedance value was "around 50" (but was not rising rapidly) when the issue occurred. The procedure was completed with the same rf3000 and roll-off was achieved. There were no patient complications reported as a result of this event. The patient was reported to be stable following the procedure.

Manufacturer narrative:
Investigation results: troubleshooting of the returned device included a visual inspection, inspection for loose hardware, performance of a final test, radiofrequency (rf) energy delivery with test loads, and an rf board test. The device failed step 3.5.7 of the final test procedure; the power output dropped to 93w from a 200w setting during the "front panel controls" test. Additionally, during the power and impedance calibration check, transformer noise was observed in the 140-200w range with a 25-ohm test load. The power output dropped to 94.67w with a 200w power setting and 100-ohm test load. Transformer noise was observed again at 140w during the output control stability check, and the minimum power displayed was 184w (which is outside the 196-204w specification). During the output voltage limit check, impedance was measured to be 58.06 ohms (spec: 180-220 ohms) with a test load of 200 ohms and power setting of 200w. Finally, the rms meter reading was 108v (spec: 133-149v). A "known good" rf board was replaced, which resolved the issue. The following issues were also noted during the evaluation: discolor on the overlay, fan 2 blows outside the unit and makes noise upon power on, fan guard missing, chassis pushed in at rear (B)(4) port, voltage selector loose. The device's tamper-proof seal was broken; the external physical damage noted was not related to work completed by the manufacturer. The customer's reported complaint was confirmed; the issue with dropping output was attributed to the defective rf board. This failure likely occurred due to long or extended use of the device (wear and tear). A review of the device history record (DHR) was performed; no anomalies were noted. This was the first time the unit was returned for service. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, towards the end of the procedure, the physician increased the generator's power output to 90 watts. However, the power output then began to drop and the physician was unable to increase the output. It was reported that this was the first time this rf3000 had ever been used, and the impedance value was "around 50" (but was not rising rapidly) when the issue occurred. The procedure was completed with the same rf3000 and roll-off was achieved. There were no patient complications reported as a result of this event. The patient was reported to be stable following the procedure.

Manufacturer narrative:
(B)(4) for the reported event: physician unable to adjust power output. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.